Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient presented with a tortuous aorta. Heparin was administered and the patient's activated clotting time (act) was satisfactory. The valve was advanced to the annulus. Upon total release of the valve from the delivery system at a satisfactory depth, the patient's blood pressure suddenly dropped. Transesophageal echocardiogram (tee) revealed the patient had cardiac tamponade. The physician was not sure about the origin of the bleeding - it was suspected to be in the ascendent aorta. After more than 50 minutes of cardiac compressions, the patient died. It is the physician's opinion that the bleeding was caused by the manipulation of different guidewires with an extra support wire due to the tortuosity anatomy. The physician classifies this death as related to the patient´s comorbidities and difficult anatomy. The official cause of death is hypovolemic shock.

Manufacturer narrative:
An event of death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a tortuous aorta, and extra wire support was necessary to advance the valve to the annulus. After valve release, it was observed the patient had cardiac tamponade, and the origin of the bleeding was suspected to be in the ascending aorta. It is the physician's opinion that the bleeding was caused by the manipulation of different guidewires with an extra support wire due to the tortuosity anatomy. The patient soon passed away. The physician classifies this death as related to the patient´s comorbidities and difficult anatomy. The event was further reviewed by an abbott senior director of medical affairs. Based on available information, the reported event appears to be related to a combination of patient condition (tortuous anatomy) and procedural conditions (manipulation of stiffer guidewire support). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 12 december 2023, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient presented with a tortuous aorta. Heparin was administered and the patient's activated clotting time (act) was satisfactory. The valve was advanced to the annulus. Upon total release of the valve from the delivery system at a satisfactory depth, the patient's blood pressure suddenly dropped. Transesophageal echocardiogram (tee) revealed the patient had cardiac tamponade. The physician was not sure about the origin of the bleeding - it was suspected to be in the ascending aorta. After more than 50 minutes of cardiac compressions, the patient died. It is the physician's opinion that the bleeding was caused by the manipulation of different guidewires with an extra support wire due to the tortuosity anatomy. The physician classifies this death as related to the patient´s comorbidities and difficult anatomy. The official cause of death is hypovolemic shock.